Event description:
It was reported that the bd maxzero needleless connector had connection issues. The following information was provided by the initial reporter, translated from french to english: commercial reference: mz1000. Lot number: 25045214/24055013/24115292/25025416/25017279 (one of 5). Spontaneous disconnection of the bidirectional valve at the central catheter. Parents reported a leak in the infusion line and in the baby's bed. Upon checking the line, the valve was found to have unscrewed from the catheter. Central line test performed, line found to be blocked, central venous catheter removed. A new catheter was inserted. Number of patients or individuals affected: 1. Clinical consequences and current condition of the patient or individual involved: blocked central line, central catheter replacement, risk of infection, risk of air embolism, pain and discomfort for the child. Additional information received from the customer: could you confirm, if possible, which of the following five batches is affected by this issue: 25045214, 24055013, 24115292, 25025416 or 25017279? We cannot confirm which batch was affected by this issue. Could you confirm at what point during the infusion this occurred? During the infusion. The line had been in place for four days. Was the problem identified during an infusion or in the presence of the user, who was able to intervene when the problem occurred? During the infusion. One of the parents reported the leak to a nurse. Please confirm whether there is any visible damage to the device, such as cracks, burrs or deformation of the piston. No visible damage.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation result: one mz1000 sample was received without packaging alongside six unknown sets. The customer reported that the affected sample was potentially from lot 25045214, 25017279, 24115292, 24055013 or 25025416 and that "spontaneous disconnection of the bidirectional valve at the central catheter. Parents reported a leak in the infusion line and in the baby's bed. Upon checking the line, the valve had become unscrewed at the catheter. Test of the central line, line blocked, ktc stopped". Additional information reported that this occurred four days into the infusion. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the maxzero and all the returned sets remained secure when connected to both the male luer and the female luer adaptor (fla) of the mz1000, as well as when connected to other bd stock products; no inadvertent disconnection occurred throughout testing. Furthermore, no leakage was observed when subjected to leakage testing between the maxzero and all of the returned sets. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 25045214, 25017279, 24115292, 24055013 & 25025416 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
No additional information.